Event description:
It was reported on 02/25/2009, by the attorney representing the pt, that the pt was to have the implanted device removed. No reason for explant was provided, at that time. It was later reported, on (B)(6)2009, that the pt had experienced severe pain at the pocket site, for the previous month. The pt stated that the ins moved around, and the site was sore and red. The pt experienced pain at the ins site - in the right buttock area. The pain radiated to the right side of the pt's body. The pt was directed to the pt's healthcare provider (hcp). It was noted that the stimulation had been turned off for a period of time prior to the date above. Additional information was rec'd stating that the pain relief achieved, never met the pt's goals. The ins pocket site became very uncomfortable and the pt wanted the device removed. The ins was explanted and returned to the manufacturer for disposal. It was later reported that the pt was no longer represented by the attorney noted above. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): the devices have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.